Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent in the common bile duct and the guide catheter broke. The broken guide catheter remained inside the stent while the rest of the delivery system was removed. The guidewire was then removed and the broken guide catheter was retrieved with rat-tooth forceps with the stent still in place. The procedure was completed with another advanix rx preloaded biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Component relates to problem for the reported event of guide catheter broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.